Event description:
During an in-clinic follow-up, episodes of t-wave oversensing were observed on the right ventricular (rv) lead. No intervention was performed, the rv lead remains implanted. The patient was stable with no consequences.

Event description:
Additional information was received that posted-paced t-wave over-sensing and noise resulting in over-sensing were observed on the right ventricle (rv) lead.

Event description:
Additional information was received that right ventricle (rv) lead damage was alleged but was unable to be confirmed.